Manufacturer narrative:
A ge rep evaluated the system and replaced the cine bridge board and the cine drive. The system operates as intended.

Event description:
It was reported that the cine images were not saved and the data was lost. There is no report of pt injury or death.